Manufacturer narrative:
A recent review of information received for this complaint indicated that the reported issue would not affect functionality or prevent the end user from providing therapy. Therefore, the reported event does not pose patient harm or injury should the issue recur. In this light, the complaint will be retained within our system; however, please cancel in your system as this event is not reportable.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit for any possible leaks, but was unable to reproduce the reported issue. The fse looked at x5 transducer and psi remained the same. Additionally, there fse found there was no drop in pressure for 30 minutes. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) made a loud noise during inflate, as if the pump was leaking. No patient harm, serious injury or adverse event was reported.